Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges wraps were extremely hot. The cause of the wraps being extremely hot is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.

Event description:
Event verbatim [preferred term] burn blisters [burns second degree], become hotter [device issue]. Case narrative:this is a spontaneous report from a pfizer-sponsored program, brand websites for (B)(6). A contactable consumer reported a female patient of an unspecified age and ethnicity started to use thermacare heatwrap (thermacare neck, shoulder & wrist), device lot # m79983, expiration date sep2018, from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient reported "since the wraps for the neck had changed, I do not like them so much anymore. These become hotter and I also got burn blisters last time. I could easily wear the old heatwraps all the day." Action taken in response to the event for thermacare heatwrap was unknown. Clinical outcome of the event was unknown. According to the product quality complaint group: the root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges wraps were extremely hot. The cause of the wraps being extremely hot is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Additional information has been requested and will be provided as it becomes available. Follow-up (13apr2017): new information received from the product quality complaint group included investigational results. Follow-up (10apr2017): new information received from the contactable consumer via local pch team included expiration date of thermacare heatwrap. Company clinical evaluation comment: based on the information provided, the events of "become hotter and I also got burn blisters" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. No device malfunction has been identified., comment: based on the information provided, the events of "become hotter and I also got burn blisters" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. No device malfunction has been identified.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges wraps were extremely hot. The cause of the wraps being extremely hot is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.

Event description:
Event verbatim [preferred term] burn blisters [burns second degree], become hotter [device issue]. Case narrative: this is a spontaneous report from a pfizer-sponsored program, brand websites for (B)(6). A contactable consumer reported a female patient of an unspecified age and ethnicity started to use thermacare heatwrap (thermacare neck, shoulder & wrist), device lot # m79983, from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient reported "since the wraps for the neck had changed, I do not like them so much anymore. These become hotter and I also got burn blisters last time. I could easily wear the old heatwraps all the day." Action taken in response to the event for thermacare heatwrap was unknown. Clinical outcome of the event was unknown. According to the product quality complaint group: the root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges wraps were extremely hot. The cause of the wraps being extremely hot is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Additional information has been requested and will be provided as it becomes available. Follow-up (13apr2017): new information received from the product quality complaint group included investigational results. Company clinical evaluation comment: based on the information provided, the events of "become hotter and I also got burn blisters" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. Comment: based on the information provided, the events of "become hotter and I also got burn blisters" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Event description:
Become hotter [device issue] , . Case narrative:this is a spontaneous report from a pfizer-sponsored program, brand websites for devision consumer healthcare (B)(4). A contactable consumer reported a female patient of an unspecified age and ethnicity started to use thermacare heatwrap (thermacare neck, shoulder & wrist) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient reported "since the wraps for the neck had changed, I do not like them so much anymore. These become hotter and I also got burn blisters last time. I could easily wear the old heatwraps all the day." Action taken in response to the event for thermacare heatwrap was unknown. Clinical outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events of "become hotter and I also got burn blisters" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of "become hotter and I also got burn blisters" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.